Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The abbott field service engineer (fse) inspected the architect i2000sr instrument and fluidic lines. The solutions were replaced. The load and unload diverter was replaced. Precision checks were performed, and the system was performing within specifications. Quality metrics were reviewed and no adverse trends were identified related to the customer issue. Based on available information, no product deficiency of the architect i2000sr instrument was identified.

Event description:
The customer stated that an unexpected positive architect bhcg result was generated for a patient. The result was not in conjunction with the patient's clinical history. No specific patient data was provided. No impact to patient management was reported.